Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an intermittent minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence with multiple cartridges. Customer¿s blood glucose level was 100-500 mg/dl with high ketones. Customer administered a manual injection of insulin to address high bg. The cartridge was reloaded to resolve the issue.